Event description:
On (B)(6) 2014, the patient underwent embolization treatment. The patient¿s anatomy was normal in tortuosity. During the procedure, it was reported the implant coil could not be detached with the instant detacher or via the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached to it. The pusher assembly was found broken at 176cm from the distal end (detachment zone) with the proximal broken segment missing as it was discarded. The evaluation could not determine the cause of the event; however, the pusher assembly and the detachment stick were found bent and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.